Manufacturer narrative:
A complaint was received on 12/18/2023 reporting the patient had waist restraint choke them where nurse was not able to release restraint with quick release buckle. Had to cut strap to release choking hazard. The actual sample was not returned to deroyal for evaluation. A video was sent to demonstrate how the product attaches to the customers beds. The instructions for use states do not use on a patient who is or may become highly aggressive or agitated. The root cause was determined to be improper product selection by the customer. The product did not work correctly with their specific beds the buckle was getting stuck at the anchor point when trying to release. It was determined to be no actual issue with the design of the product. The sales representative recommended a similar product that would work best with the customers beds. Due to the root cause no corrective or preventive actions were taken. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
The patient had waist restraint choke them where nurse was not able to release restraint with quick release buckle. Had to cut strap to release choking hazard.